Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/8/2021. H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned sample of (2) venflon 2 pnk 20ga IV cannula from lot # 9235419 product # 391452 with the reported issue of, ¿leakage from ported of cannula and difficult insertion¿. The DHR was reviewed and qn was not raised on this lot during manufacturing and production of the lot number 9235419 until lot release. Samples received and available for investigation. Since the samples were contaminated with blood they were processed to decontamination and cleared of blood, so that they could be used for further investigation. The samples were used for further investigation of the defect under smart scope. Two samples received from the customer. On response of the customer the sample was retested further. 1. The catheter was investigated under the smart-scope and found there is a rupture of catheter in sample 1. The rupture of catheter is caused due to repeated re-insertion of the cannula in the catheter, re-insertion is prohibited in instructions to use on the venflon shelf pack. 2. The catheter and cannula were investigated under the smartscope in sample 2. There is a positive trim in between the cannula and catheter. The positive trim is caused while the cannula and catheter is being assembled on station number 12 and 13. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure.

Event description:
It was reported that venflon 2 pnk 20ga IV cannula leaked. The following information was provided by the initial reporter: while the nurse administered bolus therapy with standard syringes, there was leakage from cannula's port. And also insertion is difficult when establishing vascular access. Their complaint is about trim distance.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon 2 pnk 20ga IV cannula leaked. The following information was provided by the initial reporter: while the nurse administered bolus therapy with standard syringes, there was leakage from cannula's port. And also insertion is difficult when establishing vascular access. Their complaint is about trim distance.